Event description:
It was reported that during an implant procedure, cardiac perforation was noted, resulting in loss of capture and negative current of injury. The lead was intraoperatively repositioned. No adverse patient consequences were reported.